Event description:
The device was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device, found evidence of foam degradation and visible foam particles exist inside the blower kit. In addition to above findings, there is a present of contamination which is dust and a present of cosmetic defect of corrosion in device. The connector was completely destroyed. The serial tag was removed from the device. The device failed test steps during testing. The device's pcba failed diagnostic testing. It was determined that the device was not acceptable for use therefore the device was scrapped. If any additional information is received, a follow up report will be filed."